Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis identified brown particle material on the shell and creases. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade unknown. Additionally, healthcare professional reported and confirmed baker grade IV. Device has been explanted and discarded after surgery.